Manufacturer narrative:
The lot number was manufactured between may 18, 2018 - may 21, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample photograph revealed a leak; however the exact location and the cause of the leak could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event was reported to have occurred in early (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking near the administration port. This occurred before patient use. There was no patient involvement. No additional information is available.